Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter and from a health care professional (hcp), concerned a patient of unknown age, gender and ethnicity. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) injections (humalog mix50) from cartridge via a reusable device (humapen unknown), for the treatment of diabetes; dosage regimen, route of administration and start date were not provided. Sometime while on insulin lispro protamine suspension 50%/ insulin lispro 50% treatment, the dose knob of the humapen unknown could not be rotated (lot number unknown /product complaint (B)(4)); additionally since unknown date the patient experienced hyperglycemia (no values, units or reference range provided); for this reason, he/she was hospitalized around (B)(6) 2019 (specific admission date was not provided). Patient was discharged on an unspecified date. Further hospitalization details including laboratory findings, corrective treatment and outcome of the event were not provided. Insulin lispro protamine suspension 50%/ insulin lispro 50% treatment was discontinued after hospitalization and new insulin was started. It was unknown if insulin lispro protamine suspension 50%/ insulin lispro 50% would be re-started. No follow-up could be requested as reporter refused to be contacted again and treating physician contact details were not provided. The operator of the humapen unknown and his/her training status were not provided. The humapen unknown model duration of use and humapen unknown duration of use were not reported. The action taken with the humapen unknown was not provided. The reporting consumer did not provide an assessment of relatedness between the event and insulin lispro protamine suspension 50%/ insulin lispro 50% treatment or between the event and humapen unknown. Edit 05jun2019: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added. Edit 12jun2019: upon internal review of information received on 24may2019, recoded the suspect device from a humapen ergo ii to a humapen unknown. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 25jun2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a patient reported that the dose knob of their humapen (unspecified device type) could not be rotated. The patient experienced hyperglycemia. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel and functionality at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter and from a health care professional (hcp), this solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter and from a health care professional (hcp), concerned a patient of unknown age, gender and ethnicity. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) injections (humalog mix50) from cartridge via a reusable humapen (unknown) device, for the treatment of diabetes; dosage regimen, route of administration and start date were not provided. Sometime while on insulin lispro protamine suspension 50%/ insulin lispro 50% treatment, the dose knob of the humapen unknown could not be rotated (lot number unknown /product complaint (B)(4)); additionally since unknown date the patient experienced hyperglycemia (no values, units or reference range provided); for this reason, he/she was hospitalized around (B)(6) 2019 (specific admission date was not provided). Patient was discharged on an unspecified date. Further hospitalization details including laboratory findings, corrective treatment and outcome of the event were not provided. Insulin lispro protamine suspension 50%/ insulin lispro 50% treatment was discontinued after hospitalization and new insulin was started. It was unknown if insulin lispro protamine suspension 50%/ insulin lispro 50% would be re-started. No follow-up could be requested as reporter refused to be contacted again and treating physician contact details were not provided. The operator of the humapen unknown and his/her training status were not provided. The humapen unknown model duration of use and humapen unknown duration of use were not reported. The suspect device was not returned to the manufacturer. The reporting consumer did not provide an assessment of relatedness between the event and insulin lispro protamine suspension 50%/ insulin lispro 50% treatment or between the event and humapen unknown. Edit 05jun2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 12jun2019: upon internal review of information received on 24may2019, recoded the suspect device from a humapen ergo ii to a humapen unknown. Corresponding fields and narrative updated accordingly. Update 25jun2019: additional information received on 25jun2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, and device return status to not returned to manufacturer for pc 4750372 with unknown lot relating to humapen unknown device. Corresponding fields and narrative updated accordingly.